Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel and a burned probe cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, where the foreign material finding and burned probe cover were observed. A root cause for the foreign material finding and the burned probe cover could not be identified. Based on the results of the investigation, the most likely causes were also not established. The foreign material event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.